Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed kinks in the sheath assembly. The device was returned with the imaging widow detached in the lapjoint section. The rotator and imaging core assembly was pulled out from hub and no imaging core (ic) windup was found within the telescope section and the sheath section of the device. Impedance test showed an electrical open at proximal wave form. Microscopic inspection revealed pitting and degradation of the transducer housing consistent with saline damage consistent with saline damage, which occurs post-use of the device and is not related to the original device failure. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray images, the electrical failure was a result of a broken coax cable in the section of 110-120cm from distal housing.

Event description:
Reportable based on device analysis completed on 12/03/2021. It was reported that visualization issues occurred. The target lesion was located in the left coronary. The opticross imaging catheter was advanced for ultrasound examination of the target lesion but the catheter did not show an image. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. However, device analysis revealed a detachment near the lapjoint section. However, it was further reported that the device was removed intact from the patient and the device was intact at the end of the procedure.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed kinks in the sheath assembly. The device was returned with the imaging widow detached in the lapjoint section. The rotator and imaging core assembly was pulled out from hub and no imaging core (ic) windup was found within the telescope section and the sheath section of the device. Impedance test showed an electrical open at proximal wave form. Microscopic inspection revealed pitting and degradation of the transducer housing consistent with saline damage consistent with saline damage, which occurs post-use of the device and is not related to the original device failure. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray images, the electrical failure was a result of a broken coax cable in the section of 110-120cm from distal housing.

Event description:
Reportable based on device analysis completed on 12/03/2021. It was reported that visualization issues occurred. The target lesion was located in the left coronary. The opticross imaging catheter was advanced for ultrasound examination of the target lesion but the catheter did not show an image. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. However, device analysis revealed a detachment near the lapjoint section.